Event description:
Caller states that bubbles around the cannula were discovered revealing a leak between the inner and outer cannula during pt use. The caller confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
Sample is currently in transit to the mfg site for analysis.